Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phoenix¿ m50 automated microbiology system misidentified results. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter: "applications team and customer requesting a dispatch for health check of instrument" "ongoing misidentification (B)(4) is the root case. Customer is currently performing workflow under old px100 instrument while issue with new m50 is worked out."

Event description:
It was reported that the bd phoenix¿ m50 automated microbiology system misidentified results. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter: "applications team and customer requesting a dispatch for health check of instrument" "ongoing misidentification (B)(4) is the root case. Customer is currently performing workflow under old px100 instrument while issue with new m50 is worked out."

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: a failure for mis-identification was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6)). The customer reported under case (B)(4) that they were experiencing mis-identification of results. They requested that an instrument wellness check be performed, to determine if the instrument was the source of the failure. A bd field service engineer (fse) was dispatched, and the fse performed the health check on the instrument per bd procedure, finding no abnormalities. This is an unconfirmed failure of a bd product. The root cause is not known, and further investigation will be carried out against the associated panels, under the investigation tied to the case mentioned above. No samples were expected to be received as part of this complaint, and therefore no samples were returned and no returned material investigation could occur. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history for this instrument was reviewed and revealed no previous cases alleging mis-identification tied to the instrument.

Event description:
It was reported that the bd phoenix¿ m50 automated microbiology system misidentified results. There was no indication of confirmatory testing, or that results were reported to clinicians. There was also no report of patient impact. The following information was provided by the initial reporter: "applications team and customer requesting a dispatch for health check of instrument" "ongoing misidentification case #(B)(4) is the root case. Customer is currently performing workflow under old px100 instrument while issue with new m50 is worked out."